Event description:
It was reported that the lead impedance dropped from 600 ohms to 300 ohms. During the explant procedure, it was observed that the lead insulation was damaged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.